Manufacturer narrative:
This report is submitted on november 16, 2020.

Event description:
Per the clinic, the patient experienced pain and a loss of osseointegration, resulting in fixture loss. The patient was also treated with a topical antibiotic (specific date and duration not reported).